Event description:
The customer reported that their quickset quickrelease will not click back on after they went swimming. The customer is following proper procedures. The customer's blood glucose was 107 mg/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.